Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the connect was cut and there were seal errors. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer and divider got instrument not connected errors even after disconnecting and reconnecting the device into different generator universal ports. The event occured during a therapeutic total laparoscopic hysterectomy. There was a slight delay to the procedure reported. The procedure was completed using a similar device. There were no reports of patient harm.